Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per (B)(4)  and eo residual levels in compliance with (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release.

Event description:
It was reported that a skin infection causing irritation, pain and drainage of pus had occurred while wearing the pod longer than 48 hours. The affected area was described by patient as a quarter-sized hard mass. Patient had a telehealth consultation with physician, who diagnosed the infection as cellulitis and prescribed cephalexin (500 mg), to be taken 3 times daily for 10 days. This pod was discarded.